Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred between the transmitter and smart phone on (B)(6) 2016. Patient was walked through all troubleshooting steps but resets were unsuccessful. No injury or medical intervention was reported at the time of contact. Product data was returned for evaluation. Data was reviewed on 02/12/2016. The reported event of loss of connection was confirmed. A root cause could not be determined.